Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced issue with 5 infusion sets adhesive between (B)(6) 2024. The infusion set was in use for few hours, before it fell off. The patient resolved the issue by replacing infusion set and resumed insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14788- device 4 of 5.